Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled", "defib fault 72," and "pacer fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a disconnected system interconnect flex cable. The cable was reseated to correct the reported problem. Trend analysis for failures of this type does not indicate an increase in frequency.